Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device had a multiple holes in the hose near the muffler and the rotational speed was below the minimum was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device hose was damaged at the foot pedal connector. During in-house engineering evaluation, it was determined that the there were multiple holes in the hose near the muffler and the rotational speed was below the minimum rotations per minute (rpm) at 90 per square inch (psi). The device also failed pretests for hose verification, loctite assessment for the modified set screw and rotational speed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.